Event description:
During a lap cholecystectomy procedure, when put on tissue and go to staple the staples jam up. The jaws broke so that the staples can not be closed properly. Device was used under normal application. No pt consequence.